Manufacturer narrative:
Results: inherent risk of procedure (mi, death). Conclusions: known inherent risk of procedure (mi, death). (B)(4).

Event description:
During the index procedure the patient had one endeavor sprint drug-eluting stent implanted in the rca. Approximately 23 months post index procedure the patient suffered an mi in an unknown vessel. Investigator has assessed that the event was possibly related to the study device. The patient expired 5 days later. The cause of death was acute myocardial infarction, cardiac. Investigator has assessed that the event was possibly related to the study device.